Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on an unk date after the use of the produce.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-01399.

Manufacturer narrative:
Medical records were received for a total of 221 pages and reviewed by post market clinical staff. We did not receive autopsy reports, death certificate, and medical records near the time of alleged expiration. Closest bicarbonate level was 33 on (B)(6) 2011. Esrd death notification noted the primary cause was congestive heart failure and no secondary cause. The patient expired at home prior to coming to dialysis on (B)(6) 2011 and last treatment date in the records was on (B)(6) 2011. The patient had been complaining of increased shortness of breath during the doctor visit on (B)(6) 2011 and on (B)(6) 2011, clinic noted that the patient had crackling breath sounds. Congestive heart failure is also noted as part of patient's medical history in his records. A letter to the attorney to request additional information has been sen t. The device was not returned to the manufacturer for physical evaluation and product identifiers for the concentrates were not received. A historical record review of the product lots identified through the treatment record review has been requested, however, has not been completed. Complaint cannot be confirmed based on current information. A supplemental report will be submitted upon completion of investigation. Esrd death notification stated the decedent expired due to congestive heart failure which was noted as part of medical history. This event is being reported as death, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. The allegations of serious injury/death remain speculative in nature.

Event description:
The following is based on medical records provided by the patient's attorney. It was indicated the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
A 3 month time frame ((B)(6) 2011) shipment received, formulas, and lot numbers were searched. Record review was performed on all 11 lots identified since there is no clear indication as to what lots could have been potentially used during treatment. Complaint can not be confirmed based on current information. The dry concentrate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product meets those requirements.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers: 1225714-2013-01399 and 1225714-2013-01400. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a cardiac event that was sudden in nature.